Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4. The hp was connected at the time. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the caregiver (cg) cycle the power in order to clear the alarm and end the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.